Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the high 400 mg/dl range. The patient experienced nausea and headache. The patient treated via insulin pump bolus. However, the patient's basal settings were inaccurate. The patient was assisted with correcting her basal settings. The insulin pump was not returned for analysis.